Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-04571. The patient has two model 3186 (device 2) leads with the same lot number. It was reported the patient experienced ineffective and unintended stimulation. Reprogramming was attempted; however only partial stimulation was restored. The patient was referred to a neurologist for a ketamine infusion. Surgical intervention may be undertaken pending results of the alternative treatment.

Event description:
Device 1 of 2 , reference MFR. Report: 1627487-2017-04571. Follow-up identified there are no plans to pursue surgical intervention at this time.